Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level ranged from 396-397 mg/dl. Customer reloaded the cartridge to resolve this issue.